Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). At the bifurcation, the pilot entered the true lumen and advanced freely to a small posterolateral (pl) branch, but was unable to be re-directed into the main pl branch or posterior descending artery. An attempt was then made to re-enter the pl branch using the confianza pro wire, but was unsuccessful. The pilot 200 was then advanced again into the small pl, then exchanged for a non-abbott wire. Balloon dilatation was then performed via inflation to 14 atmospheres (atm) in the subintimal space from the distal to proximal rca using a 2.0x40mm non-abbott balloon catheter. Serial dilatation was then performed from distal to proximal rca using a 3.0x40mm non-abbott balloon. A 3.0x38mm non-abbott stent was then advanced to the mid rca, but was unable to advance further, so it was deployed at 12 atm in the mid rca. The non-abbott stent balloon was then used to further dilate the proximal rca via inflation to 14 atm. A 3.5x38mm non-abbott stent was then deployed at 16 atm, proximal to the 3.0x38mm, overlapping the 1st placed stent. The patient then experienced ventricular fibrillation but was successfully defibrillated via cardiopulmonary resuscitation and two shocks. Antegrade angiography revealed a perforation in the mid rca. A non-abbott 3.5x15mm balloon was advanced and inflated at the perforation site, but some extravasation was still present. After deflating the balloon, an attempt was made to advance the non-abbott guide wire, then a pilot 200 guidewire, but neither guidewire was able to wire the vessel. Using the non-abbott guide a 3.5x16mm rx graftmaster covered stent was then advanced via the right femoral approach, then deployed at 20 atm in the mid rca. Contrast extravasation still remained, so a 2nd 3.5x16mm rx graftmaster was deployed proximally at 19 atm. While the extravasation of contrast was significantly decreased, it still remained. As no additional 3.5mm stents were available, a 2.80x16mm sized rx graftmaster was then deployed distal to the 2nd implanted graftmaster at 19 atm. As the leak persisted after deployment of the 3rd graftmaster and the 3 graftmasters appeared to be malapposed to the vessel wall, all three graftmasters were post-dilated. The perforation was ultimately sealed the perforation. Angiogram revealed thrombolysis in myocardial infarction (timi) 2 flow to the distal rca with no active contrast extravasation. A limited echocardiogram showed no pericardial effusion. Except for the 2 episodes of ventricular tachycardia and ventricular fibrillation, the patient remained hemodynamically stable throughout the procedure. The patient was transferred to cardiovascular intensive care unit (cvicu) for observation following the procedure. The patient was subsequently discharged within 24 hours with no adverse sequelae. No additional information was provided. Concomitant medical products: guide wire: pilot 200; guide catheter: 8fr al1; stent: 3.0x38 resolute; 3.5x38 resolute. Relevant medications: (B)(6) 2016: heparin. (B)(4). The 2.80x16mm and 3.50x16mm graftmaster devices referenced are being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and difficult to deploy; however, the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange, coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and a 100% stenosed lesion in the proximal to mid right coronary artery (rca) and a chronic total occlusion in the mid area of the rca. During the coronary procedure to treat the rca, a non-abbott guidewire was advanced, via left femoral access, to the proximal rca, followed by advancement of a 135cm non-abbott microcatheter. The non-abbott guidewire was then exchanged for a pilot 200 guidewire and, as planned, attempts were made to enter the vessel in the subintimal space with the pilot, but the wire would not enter the right ventricular marginal branch near the occlusion. Several attempts were also made to cross the same area with a confianza pro 12 guidewire, but this wire was also unable to cross into the subintimal space. A 3.0x15mm non-abbott trapping balloon was inflated from the mid to proximal rca to facilitate re-advancement of the pilot guidewire into the same subintimal layer, but it was unable to track into the subintimal layer again. The confianza ultimately crossed into the subintimal space of the proximal rca. The non-abbott microcatheter was re-advanced then the confianza was exchanged for the pilot 200 guidewire. With the microcatheter advanced behind it, the pilot wire was able to advance subintimally past the turn in the mid rca. With the pilot in place, two attempts were made to advance past the mid rca with 2 different non-abbott microcatheters, but they were unable to advance further and were each withdrawn. The original non-abbott microcatheter was re-advanced, using a new pilot 200 guidewire, and was able to cross into the distal rca.